Event description:
An impella cp was inserted via the left femoral artery in a 74-year-old male presenting with acute myocardial infarction complicated by cardiogenic shock in the setting of known coronary artery disease. The patient required inotropic therapy, vasopressor support, and mechanical ventilation for respiratory support due to severe hemodynamic compromise. The purge solution consisted of dextrose 5% in water. During insertion, it was reported that a plastic component of the 14 french, 13-centimeter dilator associated with the introducer system fractured, and the dilator and introducer catheter were unable to be separated. The peel-away sheath was removed, and a blue suture hub was placed while the dilator plastic fragment remained in position. No patient signs, symptoms, or clinical consequences were reported in association with the introducer component that could not be separated. Subsequently, the patient experienced hemodynamic instability associated with the pump due to the device being in an incorrect position, which required medical device removal. A comprehensive review of the available information did not identify evidence suggesting the introducer component issue resulted in direct patient harm. Device positioning issues and hemodynamic instability are recognized procedural risks associated with large-bore arterial access and placement of temporary mechanical circulatory support systems, particularly in critically ill patients with acute myocardial infarction and cardiogenic shock. The patient survived the event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected data: d2 updated/corrected. Investigation summary: pd-any device-(separation, break): the cause of the product damage cannot be determined since no product was returned and insufficient clinical details were provided.